Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),chronic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy full, salping. (Bilateral) oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia and fatigue had resolved and the vaginal discharge outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added : dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia, vaginal discharge, fatigue. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.